Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification up to 6th may 2012. The technical log suggests the device may have been attached to a patient due to an in range patient impedance with no shock advised being recorded. An increase in voltage suggest a further pad-pak was installed. The device records 49 manual power ups of under 1 minute duration between (B)(6) 2012 and the (B)(6) 2015. This may indicate the user was power cycling the device or the device was switching itself on and the user was intervening to switch the device off. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.